Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. Furthermore, there is a phrenic nerve stimulation from the proximal electrode of this lead and there was no capture from the distal electrodes. The lead was explanted and was then replaced. No additional adverse patient effects were reported.